Manufacturer narrative:
Per evaluation findings by the manufacturing site: most likely cause: operator error due to overloading and/or incorrect reprocessing as well as an age of 7 years and the associated life cycle. As you can see on the 2 figure (see MDR attachement), the whole jaw part is broken off at the distal end and it is possible that mechanical damage has occurred due to overloading, e.g., a small crack, which could have led to the breakage. It is possible that the material has been damaged over the years due to the many uses. Here, attention is drawn to overloading as well as life cycles and testing in the IFU as well as reprocessing instructions. The event is filed under internal karl storz complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during case on (B)(6) 2024, the device was broken. The entire top of the instruments got broken off. No patient harm was reported.